Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter: occupation: rad tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been improper device deployment resulting in temporary hemostasis which may have bled due to patient ambulation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the case was a diagnostic runoff with right groin access via a 6 french 90cm destination sheath (up and over). A groin shot was done (at the end of procedure) to check for sheath placement and ensure good angio-seal candidate. Once verified, a 6 french angio-seal was deployed with no issues and hemostasis was achieved. After an hour of being in recovery, the nurse noted the puncture sites dressing was completely saturated. Manual pressure was held for twenty (20) minutes; however, site was still oozing. A quick clot dressing was applied and checked back on patient within thirty (30) minutes, the puncture site was still oozing. The decision was made to apply a femstop and within fifteen (15) minutes hemostasis was achieved. The patient was in stable condition. The procedure was successful. The event occurred post-treatment. There was no patient injury/medical or surgical intervention was required.